Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist reported that the wire does not fit into the bone of the patient's femur. The surgeon said "the thread is as crushed". Another device has been used to complete successfully the surgery. The surgical delay was 30 minutes.

Manufacturer narrative:
The evaluation revealed the k-wire to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, dimensional, functional, visual or manufacturing related issues were found. The reported event was confirmed; the tip and thread of the provided k-wire was found damaged; all windings were flattened and bulged towards the shaft. Furthermore, rotational abrasion marks were found on the shaft behind the thread. Most likely the k-wire was inserted into a k-wire sleeve with bending forces so that the thread windings and shaft got in contact to the inner sleeve surface. Due to rotational forces by a power tool the thread and shaft got damaged. The damaged thread did not allow a smooth entry into the cortical bone. Based on the damages a multiple use could not be excluded (the k-wire is label-marked as single use device). The IFU includes that single use devices shall be used only one time, all instruments shall be checked prior usage and shall be handled with care according to the operative technique. Because no manufacturing related issue was identified the case is attributed to an inadequate usage (user related). Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The full investigation report is attached in the conclusion.

Event description:
The pharmacist reported that the wire does not fit into the bone of the patient's femur. The surgeon said "the thread is as crushed". Another device has been used to complete successfully the surgery. The surgical delay was 30 minutes.